Event description:
A talent abdominal stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were reported as non-tortuous and severely calcified. The aortic neck was 25 mm long, 26 mm in diameter at the renal arteries, and 27 mm in diameter at 15 mm below the renal arteries. It was reported that after the bifurcated stent graft was implanted, the final angiogram revealed a proximal type I proximal endoleak due to the severe vessel calcification. The physician elected to place another MFR's stent, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak; severely calcified aortic neck. Conclusion: severely calcified aortic neck.